Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and confirmed with the healthcare professional (hcp) reported the pump log were provided. It was noted that the motor stall occurred on (B)(6) 2020 at 6:43pm and the motor stall recovery was noted on (B)(6) 2020 at 3:08am. The patient was scheduled for a pump replacement on (B)(6) 2020. The plan was to send the pump back to the manufacturer. It was noted that the patient was receiving gablofen 2000 mcg/ml for a total dose of 999.9 mcg/day. No further complications were provided.

Manufacturer narrative:
The pump was returned and analysis identified residue in the motor gear train. Product ID: 8578, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's pump stalled for "about 16 hours" per the nurse. The patient was supplemented with oral baclofen and did not experience any withdrawal symptoms. The patient was going to have a follow up appointment with their doctor on (B)(6) 2020 to obtain pump logs and discuss considerations. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.